Event description:
It has been reported to philips that, system was not booting up. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. The customer informed the rse that the marathon ups in the equipment rack did not have any info on the display. The rse suggested the customer to verify if the power was going into the ups and was coming out. After checking, the customer found that the ups was back on order. The rse suggested the customer to take the input to the ups and plug it into the output cable. The customer plugged in the input/output cables together and tried turning the system on but it didn't work. This was due to the low voltage power supply which had no output voltage. The customer bypassed the ups with only cables but still the system didn't start up. The rse verified that power was getting to the pdm but the sw taps were not engaging. The rse checked the log info from the gpdu sd card which showed an error with the m cabinet pdm. The rse advised the customer to order and replace the rear panel pd assembly. The customer received the new pdm and sent the guid number to the rse. The rse made the changes to the file and resent the updated sd card files to the customer. The new guid was added to the m cabinet but the system still didn't boot up. The rse asked the customer to open the r cabinet, b cabinet and check the pdms. It was found that the power was there in the r cabinet but not in the b cabinet. The rse changed the configs file settings to omit the b cabinet and the system started booting up. The rse recommended the customer to replace the b cabinet pdm. The rse provided the dmr (device master record) and section for pdm replacement in b-cabinet. The customer replaced the pdm and informed the rse that the guid for the pdu needs to be updated. The customer didn't had the pdm service tool or access to incenter, so, he took the sd card from the m cabinet and emailed the file to the rse with the new guid # for the new b cabinet pdm. The rse updated the file with the new pdm and sent it back to the customer. All the three parts were ordered, replaced and the details are available in nemo tw (B)(4). After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.